Manufacturer narrative:
(B)(4). Lens work order search-no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted 12.6mm tmicl12.6 implantable collamer lens, -13.50/+1.0/087 (sphere/cylinder/axis), in the patients right eye (od) on (B)(6) 2020. The surgeon reports excessive vault, significant reduction of irido-corneal angles (ica), headaches, intermittent angle closure, and blurred vision. An enlargement of pi-yag was also performed. Reportedly, the lens remains implanted.